Manufacturer narrative:
1.no nonconformance was found and recorded in the document (qa-w-21-03) after okb reviewed device history record (dhf) of the suspected meter (serial#: (B)(6)) and strips (lot#: d240229c-1). 2.the meter was shipped to pdc on (B)(6) 2020, and strips with 2-year shelf life were manufactured on 2024-02-29. Because the suspected items were not returned to okb, the retained meter (serial#: (B)(6)) was used to re-examine its setting and all functions, and no malfunction occurred. Also, retained strips that were the same batch as suspected ones were obtained from okb's warehouse, and they were used to re-test by the retained meter and any valid control solutions (batch# of level low: 2ah1a04 and exp. By 2025-01-31; batch# of level high: 2ah3a19 and exp. By 2025-01-31), gcs test results (level low: 62/59; level high: 284/291) met the acceptance criteria (level low: 40~85; level high: 230~340). 3.the root cause of the complaint was unable to be verified without the suspected items and more critical information. Therefore, the complaint has to be closed out if no further action or information from the user.

Event description:
Caller stated that medical attention was sought on (B)(6) 2024 around 6:30pm at home. Caller stated that he tested his blood glucose with his prodigy meter and received a reading of lo. A normal reading for this time of day for the end-user is usually around 200mg/dl. Caller stated that he started to feel dizzy and called paramedics about 20 minutes later. Caller stated that there was no food drink or medication consumed while waiting for paramedics to arrive. Caller stated that the paramedics arrives about 25 minutes later. Caller stated that the paramedics tested his blood glucose with their meter and received a reading of 232mg/dl. Caller stated that paramedics did not transport him to the hospital nor was he given any treatment for his blood glucose. Caller stated that the reading received from the paramedics meter was close to his normal readings for that time of day so paramedics left without further testing. No additional information was provided.